Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0t4w4, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported that she was at the healthcare professional's (hcp) office for the company representative to check her implant and she was fine until the building. The patient started to feel"zapping" sensation in her buttocks, near her vagina. The patient stated that stimulation was caused her to have diarrhea too. The implantable neurostimulator (ins) status was confirmed with the programmer and the therapy was on. The patient was assisted to decrease stimulation to 3.00v from 3.20v in program 3 and the patient stated that she was more comfortable. The change in therapy/symptoms was reported to be sudden. The event occurred during use and the indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No outcome regarding the patient symptoms were reported. Further follow- up is being conducted to obtain information. If additional information is received, a follow- up report will be sent.

Event description:
Additional information received from the consumer reported the circumstances that led to the zapping sensation previously reported was "by mistake." Troubleshooting was done to try and resolve the zapping sensation and the diarrhea by changing the "channel." It was indicated the zapping sensation had resolved, but the diarrhea had not. The patient had experienced diarrhea "at least 2 times a month."